Manufacturer narrative:
Product analysis: visual and functional inspection confirmed that one of the break-off set screws of the crosslink has been broken. The cone shaped lower end of the screw has been completely broken off with about two thread rows still attached to it. The threads also show signs of bending/twisting before being detached from the rest of the screw. The top half of the screw shows signs of use and the last thread where the screw broke is severely damaged. It appears the screw was over-torqued causing the screw to break. The actual crosslink shows some minor surface scratches and the other set screw was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with lumbar degeneration; and underwent lumbar internal fixation. Intra-op, the crosslink plate broke. The broken plate was completely explanted from the patient. No fragments of the broken implant remained inside the patient. No patient complications were reported.